Event description:
Dr reported patient who experienced a severe reaction after being injected with radiesse. The patient was injected in both naso labial folds. Patient reported a tingly sensation, runny nose, eyes tearing at the left side of their face. By the next day, which was saturday, the patient's condition worsened. Patient developed pustules and began to swell. The patient reportedly went to a hospital emergency room because dr's office was closed. Only the left side was affected. It was later reported that the patient also had difficulty breathing.